Manufacturer narrative:
Patient/user involvement: it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported.

Event description:
The customer reported that the display is dark and can't be read. There was no patient involvement. The remote service engineer (rse) advised the customer to replace the user interface assembly. The rse provided a copy of the service manual for reference. Further information is pending.

Manufacturer narrative:
The customer did not respond to requests for additional information. If further information is obtained, this complaint will be reopened.